Event description:
A healthcare facility in (B)(6) reported via a fisher & paykel healthcare field representative that the heater element of an iw932 cosycot infant warmer was open circuit. There was no reported patient involvement.

Manufacturer narrative:
(B)(4). Method: the iw932 infant warmer was not returned to fisher & paykel healthcare (f&p) for evaluation. Our investigation is based on the information provided by the customer and our knowledge of the product. Results: the customer reported that the heater element of the iw932 infant warmer was open circuit. Conclusion: without the subject device, we are unable to determine the cause of the reported fault. The user manual for the iw990 wall mount infant warmer states "ensure all warmer parts and accessories are checked before returning the device to service". The device technical/service manual contains a checklist which specifies that users perform safety, performance and functional checks at least once a year.